Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on october 11, 2017, omsc found that the coating on the outer surface of the jaw partially came off. Both the probe and the non-insulated part of the grasping section had contact marks. The ptfe pad was partially worn away and torn, but it was not peeled away. There was no abnormality occurred when we performed probe check. The device history record for the lot indicated no abnormality with the event-related items. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the user scraped dirt such as burnt coagulum with a hard object. Based on the past similar cases, it was known that the ptfe pad was worn since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). Since the ptfe pad was worn, the probe contacted with the non-insulated part. The probe damage error and contact marks occurred when the user output with the probe contacted with the non-insulated part. The instruction manual of the device has already warned as follows; (1)when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. (2)do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an open liver resection, the subject device was used. The probe damage error occurred on the subject device. There was no patient injury reported. There was no further information reported. The subject device was returned to olympus medical system corp. (Omsc) for investigation. As a result of the investigation on october 11, 2017, omsc found that the coating on the outer surface of the jaw partially came off.